Event description:
Additionally, healthcare professional noted "hole in radius" the device has been explanted and replaced.

Event description:
Healthcare professional additionally reported "small rent noted at perimeter."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in the device inner surface, and three curved openings. A microscopic analysis and leak test were performed which identified one smooth crease opening, wear abrasion, and two striated curved openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one smooth crease opening on the posterior side assessed as a fold flaw opening, and two striated openings on the radius side assessed as surgical damage. Additional, corrected, and/or changed data: b.5., d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Additionally, healthcare professional confirms deflation. Device remains implanted.